Event description:
The customer reported that the system displayed a communication error message. This error message likely caused the system to shut down or lock-up or prevented the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was retightened, and the generator boards were reseated. The system was then found to be operating as intended.